Manufacturer narrative:
Calibration results were acceptable. Qc failed on 03-nov-2020 and 04-nov-2020. Abnormal probe sucking and abnormal sample aspiration alarms were observed on the alarm trace data. The customer had no further issues after the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the sample probe was clogged and bent; the sample probe was replaced. Adjustments and successful mechanical checks were performed. Calibration and qc were completed.

Event description:
The initial reporter complained of qc issues on the cobas 6000 c (501) module. The customer repeated qc as she noticed elevated results for patients tested for magnesium gen.2 (mg2). The customer repeated "a couple" patient samples on a different analyzer and discrepant results were identified. The customer provided the discrepant results for 1 patient sample: the initial result from the c501 module was 5.14 mg/dl with a data flag. The repeat result from the c501 module was 8.25 mg/dl. This result was reported outside of the laboratory. The repeat result from a c311 instrument was 1.71 mg/dl. This result was believed to be correct. The mg2 reagent lot number was 47588301 with an expiration date of 31-jan-2022.